Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: I cannot conclusively say without a dimensional reference, but metal balls have a similar appearance to bearing balls. We use various different bearings in the proximal end of our instruments. The small clip applier instrument would need to be returned to identify if the instrument has any dislodged bearings that could have caused the bearing balls to come loose. .

Event description:
It was reported that after a da vinci-assisted surgical procedure, the horizon a 0.5mm sphere was found on a forceps stand next to the bed. This was the same stand where the laparoscopic forceps were also placed, and they noticed this when he was temporarily placed the horizon small clip applier on the stand. Therefore, the facility determined that other da vinci forceps did not qualify. The clinical sale representative (csr) connected the actual horizon small clip applier instrument to davinci system and it read without any problems (no procedure was performed). No no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: laparoscopic forceps were also placed on the forceps table, but the staff noticed the issue when small clip applier was temporarily placed on the table. Therefore, the staff determined it maybe came from small clip applier. The 0.5mm sphere was found on a forceps table next to the bed. It appeared to be from the proximal end of the device. There was no injury to the patient, the staff noticed the 0.5mm sphere when small clip applier was temporarily placed on the table. The instrument will be returned, but the sphere will not be.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small clip applier instrument was analyzed and found the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was found. The complaint regarding a small sphere was found on a stand next to the bed was not confirmed by failure analysis.